Event description:
It was reported that during a l.r&y procedure, the surgeon reported that cutting was very slow, even when the setting was turned up to level5. He said instead of the normal 4-5 beeps, there was nearly 20 beeps before cutting was achieved. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.